Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and would not open. The customer restarted the pyxis and powered it off and back on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 on the main unit would not open. The field service engineer (fse) opened the back panel, inspected the drawer, and found that the inseparable was missing its magnet. The fse shut down the station, removed the drawer, replaced the old inseparable with a new one, reinstalled the drawer, powered up the station, and successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.